Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away on (B)(6) 2023. On this date, the system logged a treated ventricular fibrillation (vf) episode where eight appropriate shocks were delivered, however this therapy failed to convert the patient out of vf. While sensing was appropriate, the system was exhibiting high out of range shock impedance measurements of greater than 125 ohms during shock delivery. As the vf arrythmia continued, a new episode was declared and a ninth shock was delivered, which at this point caused the device to declare code 1005, indicative of shocking into an open lead. While the physician suspected the patient's death was caused by previous comorbidities (myocardial infraction and liver necrosis), it could not be ruled out that the high shock impedances exhibited by the system may have compromised the efficacy of the shock therapy delivered.